Event description:
It was reported that an ilet user experienced prolonged hyperglycemia for several hours, with a preceding critical low earlier the same day, and troubleshooting included disconnecting, filling tubing until drops were seen, and reconnecting; user education was provided on accurate meal marking and a training link was sent, and the user subsequently returned to target range. Symptoms included hyperglycemia and prior hypoglycemia. Outcomes included correction of glucose levels without hospitalization. Investigation included review of device data and completion of blood glucose questionnaires, as well as user-guided troubleshooting and education. Investigation of this case revealed no device alarms or malfunction during tubing fill and reconnection, with hyperglycemia assessed as likely related to the earlier hypoglycemic event and suboptimal meal reporting, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.